Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged power issue began on (B)(6) 2018 at around 9:30 am. The patient informed the csr that she manages her diabetes with 36 units of insulin 70/30 and that she normally tests her blood glucose 4 times a day. The patient denied making any changes to her usual diabetes management routine when she was unable to test her blood glucose due to the alleged issue. The patient reported developing symptoms of feeling ¿very weak and dizzy¿ at lunchtime on (B)(6) 2018, but denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the correct test strips were being used for testing. The csr confirmed the patient was able to turn the meter on manually when the power button was pressed however was unable to turn the meter on when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged power issue began.